Event description:
On (B)(6) 2013 the patient contacted animas stating that she did not enable the insulin on board (iob) feature in her replacement pump and she subsequently experienced low blood glucose (bg) of 34mg/dl with blurred vision and sweating a few days ago. The patient did not provide a specific date for the bg excursion. The patient attributed the low bg to miscalculating her iob, and requested assistance with turning on the pump¿s iob feature. The patient stated that she ate a piece of cake to treat the low bg, and her bg resolved to 110mg/dl. There was no indication or allegation of a pump malfunction during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy with use error as a cause or contributor in the reported incident.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.